Event description:
Type I distal endoleak was noted post angiogram, at the contralateral landing site of the iliac leg graft. An iliac leg graft and another manufacturer's graft were placed in order to resolve the endoleak. Final angiogram did not detect any visible signs of an endoleak.